Event description:
It was reported that following a stent treatment procedure in 2010, the patient expired. A 2.5x20mm taxus liberte stent was implanted and the same day as the initial procedure the patient expired, cause of death is unknown. It was further reported that "the body check report said that the diameter of taxus liberte 2.5x20mm became 3.8cm. The explanation from the hospital is the body check caused the diameter change".

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).